Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high and that the infusion set had a bent cannula. The customer had not received a no delivery alarm. The blood glucose reading was 300 mg/dl, the customer treated with the insulin pump, and then it went up to 400 mg/dl one hour later. The customer treated with both the insulin pump and with manual injection. The drive support cap appeared normal and recessed. The insulin pump passed the high pressure test. The customer was advised to change the entire set, reservoir and insulin and treat per a health care professional's instruction.